Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator(s). The reason for call was patient reported they had their battery replaced in 2020 and since then had the battery pack removed because it was very painful. Patient said the pain had been persisting probably since about 2018 or 2019 with their old stimulator. Patient stated they thought it was because the battery was old, so they had implanted battery replaced, but pain persisted. Patient clarified the implant was removed due to implant battery site pain. Patient mentioned they had been having problems with the stimulation therapy for a while where they adjusted stimulation a couple times. Patient stated the stimulation was supposed to be from their waist down, but they started feeling pain in their abdomen and upper back so it just didn't seem like the stimulation was doing the right job. When asked for removal date, patient stated they believe around (B)(6) 2024. Agent reviewed MRI information and redirected patient to healthcare provider. Patient stated they were told the implant would heat up and hurt them if they had an MRI. Patient needs MRI of head but has abandoned leads from original implant patient stated they had their implanted battery removed.